Event description:
The patient was undergoing a left posterior vitrectomy with doctor and during the procedure, while the patient was connected as part of the procedure to the constellation machine; the pressure in the eye which is controlled and maintained by the machine suddenly dropped in the eye and the patient had bleeding in the eye. Also one of the trocars that was placed earlier in the case by the doctor suddenly went through the retina causing additional bleeding. The doctor stopped the bleeding but had to place a long acting gas bubble in her eye; this sudden drop in pressure in the eye caused choroidal hemorrhage and retinal tear. He also used cryotherapy to treat the eye; no alarms on the machine went off. The machine was properly primed prior to the start of this case. The pressure on the machine was at proper levels as well as on the wall 102. The machine was isolated and alcon rep and alcon repair tech were called.